Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed because there were loss of connection gaps present in the log. The probable cause could not be determined. No injury or medical intervention was reported.